Event description:
"S/p bilateral subglandular supraoreolar gels's (? Size/type/MFR) no records but pt states 330cc) for augmentation in 1986. Pt complains of implants being "hard as rocks and painful" they have been this way for years but are increasingly so recently. They are droopier and distorted without history of traumas. The pt has not noticed decrease size. Pt also complains of systemic symptoms, progressive and disabling for about 5 yrs. These include arthralgias right greater than left, + am stiffness) myalgias, paresthesias, spasms, swelling, fatigue, sleep disturbances, adenopathy, frequent upper respiratory infections, hot flashes/drenching night sweats, visual changes, memory loss, sicca rashes, hair loss, sensitive/cold (+ raynaud's) cough, costochardritis, choking sensation, gi/gu svs and easy bruising . Pt has hepatitis c plus cll"